Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer's mother stating that her daughter suffered an eye injury with eye pain due to contact lens wear. Upon consultation with the ophthalmologist it was conveyed that she had fissures/cracks caused by contact lenses and could lose her vision. No information available regarding any medications provided for the symptoms. The current status of the consumer eye is symptoms continuing at the time of this report. No additional information is available at this time.

Manufacturer narrative:
H.3.,h.6.:the actual complaint product was not returned for evaluation.the device history record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).